Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a starclose se device after a diagnostic procedure. Reportedly, after deploying the clip the device was difficult to remove. The device was manipulated and the wings retracted. The starclose se device was removed without incident. Hemostasis was achieved with the starclose se clip. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (date of occurrence reported as occurred in (B)(6) 2012). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device (B)(4) - failure to follow steps/instructions; instead of using the safety release mechanism to remove the device in accordance with the instructions for use, the physician reportedly manipulated the device to remove it, resulting in the wings retracting. Per the instructions for use, under precautions: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficulty removing the device was confirmed. The device was returned with the thumb advancer locked into step #3 and had not been retracted. This finding is not considered a cause for the reported difficulty during removal. The analysis indicates the bent vessel locator and the cause for the bending contributed to the reported difficulty to remove the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. The starclose se instructions for use provides the method for removal when resistance is met after clip deployment. Based on the information reviewed, there is no indication of a product deficiency.